Event description:
The patient contacted animas on 03/02/2012 reporting that the okay but was not responding; this was the first he patient noted an issue with the button. The patient reportedly wore the pump in a pump case attached on the wrist and did not clean the pump. This report is made based on the allegation of the ok button issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.